Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed.  Upon investigation the monitor was unable to undergo incoming functionality testing. The monitor's electrode belt connector was broken free from the monitor enclosure, breaking all wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector stuck) has been confirmed. Upon investigation the trunk cable connector was physically damaged and a monitor belt receptacle was stuck in the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's monitor case was damaged and electrode belt connector was stuck.